Manufacturer narrative:
The customer stated there was a bubble on the sample tube in question. The customer removed the bubble to resolve the issue. Bubbles on top of patient sample material can trigger the analyzer's liquid level detection. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crpl3 on a cobas 8000 c 702 module and with the k electrode and na electrode on a cobas 8000 ise module. No questionable results were reported outside of the laboratory. This medwatch will apply to the c702 module. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the cobas 8000 ise module. The sample initially resulted in the following data when tested on the analyzers: crp = 0 mg/l on the c702 analyzer k = 0.14 (no units of measure provided) on the ise module na = 6 (no units of measure provided) on the ise module the sample repeated with the following values: crp = 0.5 mg/dl on the c702 analyzer k = 3.15 (no units of measure provided) on the ise module na = 142.7 (no units of measure provided) on the ise module.

Manufacturer narrative:
The crp reagent lot number and expiration date were requested, but not provided.